Event description:
Pt was being imaged in a 15t ge signa mr system, software rev 5.6 advantage platform. Pt was feet first in the magnet with the torso array coil around their pelvis. At the time pt was placed in the magnet the coil cables were placed between their legs. During the 2nd series pt complained of a burning sensation on their left lower leg. The exam was terminated and pt's leg was checked by dr. A slight redness and tenderness was noted. The images were severely shaded at the 7-8 o'clock position. The coil was taken out of service and given to ge for examination.